Event description:
A report was received that the patient came in contact with a microphone at which time he noted the ipg turned off like a magnetic reset, and felt a "bang" on this back and the ipg site. The patient has experienced intermittent stimulation since the event. A database analysis revealed no anomalies with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received indicating that the ipg was replaced due to the physician's preference. The patient has recovered.

Event description:
A report was received that the patient came in contact with a microphone at which time he noted the ipg turned off like a magnetic reset, and felt a "bang" on this back and the ipg site. The patient has experienced intermittent stimulation since the event. A database analysis revealed no anomalies with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to fu#1 MDR. Additional information was received indicating that no further information could be obtained.

Event description:
A report was received that the patient came in contact with a microphone at which time he noted the ipg turned off like a magnetic reset, and felt a "bang" on this back and the ipg site. The patient has experienced intermittent stimulation since the event. A database analysis revealed no anomalies with the ipg. The patient will undergo an ipg replacement procedure.